Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficulty removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Code 3189 was removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted and sgc was not able to be removed from the stabilizer. Sgc was removed from the patient when it was still attached to the stabilizer. It was reported that it was able to remove the sgc from the stabilizer on the back table but took considerable effort and force to remove. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.